Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline's silicone sleeve was confirmed via images provided by the account. The submitted log file contained data spanning from 04-oct-2021 at 11:42:41 to 11-nov-2021 at 13:17:35, per the timestamp. Throughout the log file the device operated as intended above the low speed limit. The patient remains ongoing on (B)(4) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 11-oct-2017. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to clinic with electrical tape around their driveline; the tape was removed and the driveline was assessed. There were two areas where the copper sheath was exposed and another area where the silicone jacket appeared to be thinning. The damage to the silicone jacket appeared to be cosmetic. It was recommended to cover the affected areas in rescue tape. The log file captured intermittent low voltage alarms as well as power cable disconnects while the patient was connected to the patient cable and power module; this was indicative of cable fatigue. It was recommended to replace the patient cable and monitor for reoccurrence of alarms; it was unknown if the patient cable was replaced.